Event description:
After a patient MRI scan the patient monitor and its separate power supply were being moved outside the MRI magnet room. The MRI technologist was carrying the power supply past the MRI bore opening, and MRI technologist felt the power supply pull out of MRI technologist's hands, and it was pulled into the MRI bore. The technologist was approximately 4.5 to 5 feet from the opening of the MRI bore. No injury occurred. The MRI staff were able to remove the power supply without any problem. No damage was evident in the power supply. Both the monitor's instructions and a label on the power supply assembly warn the operator to keep this assembly atleast 10 feet away from the MRI magnet.